Manufacturer narrative:
Per tandem pump user guide: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was exposed to water due to water tubing. Subsequently, the pump battery couldn't be charged. Customer¿s blood glucose level was 114 mg/dl. The customer reverted to an alternate method of insulin therapy.